Manufacturer narrative:
If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted. The intraocular lens (iol) is not returning for evaluation as it was destroyed at site; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic of the intraocular lens (iol) was bent during loading. There was patient contact. However, there was no injury and the procedure was completed using same type of lens. The damaged lens was discarded. No further information was available.